Event description:
Country of complaint: (B)(6). Breaking thread (suture).

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Breaking thread (suture). Sample evaluation on-going, as of the date of this report. Failure analysis: evaluation on-going as of the date of this report.